Event description:
It was reported that the patient, who was a participant in the (B)(6) study, is deceased. The patient is reported to have died approximately fifteen months post implant of the implantable cardioverter defibrillator (ICD) system. The patient was admitted to the hospital two days prior to death due to severe septic shock and was started on extracorporeal membrane oxygenation. The patient is reported to have died two days later due to septic shock and organ failure. The cause of the sepsis has been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354drm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).